Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an everflex self-expanding stent with entrust delivery system with a 7fr non-mdt sheath and a non-mdt guidewire. Lesion location and morphology is unknown. No damage was noted to the packaging or when removing the device. It was reported that the IFU was followed, and the thumbscrew/lock-pin was checked prior to procedure for securement. It is unknown if the lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that resistance was encountered when advancing the stent system to the lesion. During insertion into the patient, it was reported that approximately 1cm of stent was deployed. The red safety pin was still intact when this occurred. The stent was removed without any intervention required. Procedure was completed by using of a new stent. No patient injury was reported as a result of this event.